Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
During troubleshooting for an unrelated issue, the patient noted that the time was wrong on the pump. She stated the pump time was 6:47 pm, and the real time per the patient's sister was 5:50 pm. The patient was unable to complete troubleshooting, and attempts at follow up have been unsuccessful. The patient was not sure if the time and date had been correct after a battery change, or if the time discrepancy could be due to the time not being changed with daylight savings.